Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced, and the system then performed as intended. Codes b01, c07 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this issue was for the main cart and was mistakenly reported on the camera cart. The main cart monitor power cable is kinked and was smashed within the cover on the back of the monitor.

Manufacturer narrative:
B5: updated with new information. A05 applies to main cart monitor power cable is kinked and was smashed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are:  product ID 9735857, ubd:unknown, UDI:unknown  product ID 9735842; ubd:unknown, UDI:unknown  h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's camera cart monitor intermittently loses its video feed. When this happened, the screen goes black. Troubleshooting was performed, and wiggling the cords behind the monitor may resolve the issue. The probable cause is likely a loose or faulty displayport (dp) cable. No patient was present. Additional information was received. It was reported that a clinical specialist (cs) was unable to replicate the issue. However, he found that the monitor power cable was pinched.